Event description:
It was reported that during a generator change-out, the physician decided to surgically abandon and replace this right ventricular (rv) lead which was confirmed to be fractured during a venogram ten years ago. No additional adverse patient effects were reported.